Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff deflates. A tracheostomy tube was intubated into the patient, but it deflates even if air is put into the cuff. No adverse effects have been reported.

Manufacturer narrative:
Other text: h6 codes updated. Device evaluation: one device was returned for investigation in good condition. An inflation test was done on the returned sample and after 12 hours, the device remained inflated. Due to this, the customer complaint was not confirmed. No device history review was done due to no fault being found.